Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter act diff analyzer generated erroneously low white blood count (wbc) results for one specific sample on a venipuncture patient sample compared to the same sample run at a reference laboratory which the customer considered correct. Review of the data shows the act diff gave low wbc, red blood count (rbc), hemoglobin (hgb), hematocrit (hct), and platelet (plt) results without instrument flags on the initial run compared to the same sample run on a reference instrument. The sample was rerun and had similar results to the initial run with an instrument generated flag on the plt parameter only. The results provided by the customer are shown in the attachment section of this report. The erroneously low results were reported out fo the laboratory; however, a corrected report was issued. The customer indicated that they ran the same sample six (6) days later considered these results to be correct for the patient. The labeling for sample stability states the results for all parameters at room temperature is 24 hours. The customer confirmed that the sample tube had adequate volume for testing. There was no report of impact to patient treatment as a result of this event.

Manufacturer narrative:
The sample was a venipuncture draw and ran at room temperature. The reruns of the original sample were stored at room temperature for six (6) days. Controls run before this event was within specification and the instrument is currently performing within qc specification. A bec field service engineer (fse) was dispatched for this event. The fse could not reproduce the event reported and found no problems with the instrument after close observation. Startup, reproducibility and qc were all within specifications. The fse did clean the dirty probe, replaced all the filters in the analyzer as well as the medium check valve ((B)(4)) for lyse mix along with the small check valve ((B)(4)), and associated tubing as preventative maintenance. There was no definitive root cause confirmed. Per product labeling: beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.